Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was over 600 mg/dl. The customer also complained of dizziness, numbness on lips and tongue and also was vomiting. Troubleshooting was performed and the insulin pump passed the required tests. The programming was correct as well.